Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported the hurt their shoulder and the position they had to lay in bed intensified stimulation, so they needed to turn the stimulation down. Patient mentioned that they know they could not sleep in certain ways, and that if they laugh it would felt like a cattle prod. Patient went to raise the stimulation this morning, and they could move it up .05 and then it would go back to the sync screen. Patient stated they were not sleeping because of the torn rotator cuff and sleeping position. It was noted the therapy concern was related to positional movement. It was noted when patient communicated with the ins, the patient programmer (pp) showed stim on. It was reviewed considering increasing or decrease amplitude if medically appropriate. This would consider a sudden change in therapy or symptoms. It was noted patient¿s shoulder was hurt, stimulation too intense, programmer kicked to the sync screen, patient could not sleep in a certain way, laughing felt like a cattle prod. A replacement pp would be sent, pp went to sync scr een when trying to make adjustment. Additional note from patient indicated their hurt shoulder was a torn rotator cuff. Patient services (pss) walked patient through the entering MRI mode, and the patient was successful. Patient used ¿(B)(6) zinc batteries¿. Pss reviewed appropriate batteries and how they might be causing the issue. No further complication and event were reported.